Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that the patient on impella cp support was taken to the catheterization lab to check coronaries and for impella cp repositioning. The echocardiogram showed the impella cp was 7 centimeters from the aortic valve. The patient has had multiple runs of ventricular tachycardia and is having hemolysis. The right groin was prepped at the impella site and stylet was removed from the repositioning sheath. The guidewire re-access port was cleaned, aspirated and was re-accessed by an 0.035 guidewire to bounce off the aortic valve and helped to confirm the impella cp positioning under fluoroscopy. Impella cp was pulled back by two centimeters with flows of 3.6 liters and coronaries were clean. The family decided to withdraw care and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation for the hemolysis and the ventricular tachycardia (vt) has been completed. Complaint device was not returned for investigation. Data log were returned and reviewed finding suction alarms observed. No motor current spikes were observed. No positioning issue alarms occurred. Clinical details stated that impella was noted to be 7 centimeters from the aortic valve in the echocardiogram and after the impella was repositioned, hemolysis improved. The cause of the hemolysis issue most likely was improper positioning related due to improper technique. The root cause of the vt could not be determined without additional information.